Manufacturer narrative:
Exact date unknown, event occured likely in (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging ipg due to pockets depth. Pocket was too deep for the patient to recharge battery even after it was recommended to revise the pocket to avoid this. The pocket depth was not revised although maximum pocket depth of 2.5 cm and overall concern was communicated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.